Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. The breakout box (bob) and the controller were replaced. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The em interface unit, lot number:1600409420, was returned to the manufacturer for analysis. The issue could not be replicated. The em interface unit was tested for 2 hours and all ports were functional without faults for the duration of the test. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: concomitant product 9735824r lot #:1600581519 h2, h3: the returned controller was analyzed. No failures were found. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824: h3, h6: multiple fdd/annex a codes were reported. A05 was coded for system gave a "localizer faulted". A1102 was coded for "localizer faulted" error. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that during an electromagnetic (em) shunt placement procedure the system gave a "localizer faulted" error. It was noted that the probable cause of the issue was likely an issue with either the emitter, breakout box, or em controller. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome. During troubleshooting, the manufacturer representative (rep) used a known working emitter on this system and it still showed faulted. The system was able to connect using the original emitter on another system. It was the same for the break out box. The rep opened the print camera diagnostics and found system fault transmit coil current 3, 4, 5, and 10.

Manufacturer narrative:
H2) additional information was added to a, b5, e. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the manufacturer representative (rep) reported that after replacing the em controller they are still seeing intermittent localizer faulted errors. They checked printcameradiagnostics twice: 1st time all connected. 2nd time controller and tca faulted. They shut down the system and reseated all connections to em controller. Localizer faulted message seemed to appear primarily while the instrument was unplugged. Connected different breakout box (bob) and it stayed continuously connected, no faulting. They connected the "broken" bob to another system and the fault follows the bob.